Event description:
Event: premature contralateral system deployment. Case detail: it was reported that the contralateral system deployed prematurely. Wire access was lost and regained. The graft implant process continued without further incident.